Event description:
This week, dr. Performed a coronary ultrasound with a volcano eagle eye catheter. When the staff pulled the catheter out of its protective hoop, there was a disconnect of the catheter at one of its joints. This exposed a tiny wire which feeds down the catheter. Dr. Asked the staff to go ahead and plug in the catheter and it worked just fine. This joint was on the end of the catheter that does not enter the patient's body, so dr. Went ahead and used it to obtain the ultrasound images of the coronary artery. No patient harm was reported.